Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tips of 2 bd plastipak¿ luer-lok¿ syringes were deformed. The following information was provided by the initial reporter, translated from french: "the luer lock tip is "melted" and deformed, not allowing to fill the syringe"

Event description:
It was reported that the tips of 2 bd plastipak¿ luer-lok¿ syringes were deformed. The following information was provided by the initial reporter, translated from french: "the luer lock tip is "melted" and deformed, not allowing to fill the syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 03-oct-2022. H6: investigation summary: one sample was provided to our quality team for investigation. Through visual inspection, the tip was observed to be damaged. It was also noted that the packaging was damaged at the same point as the tip, indicating the damage took place after the product was packaged. A device history review was performed for the reported lot 2111099, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Manufacturing records establish all quality processes were carried out to procedure. While we cannot identify a direct issue, it is likely the damage occurred during the packaging process.